Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated nothing has changed in their activity. Patient stated sitting on their bed and they thought something was crawling on them; it kept vibrating and still was. Patient stated they have not charged it in 3 years to 4 years. Patient stated they asked multiple doctors to take it out but no one will. Patient stated it has caused them spinal damage which they did not have 5 years ago. Patient stated they took an x-ray and it's still there.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator has been off and not charged in 4.5 years. The patient noted that all of a sudden on the day of the report, the patient is feeling vibration in their back and hips down to their butt. The patient is having a lot of pressure and pain which is making her very nauseous. The patient did not understand these symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was implanted after the patient had burn trauma. The healthcare provider (hcp) had implanted the system too early. The patient had relief at first, but the pain from the burns got worse and the ins stopped helping with their pain. The patient stopped using the ins due to loss of pain relief. The ins hasn¿t been recharged in about three years and a rep was attempting a physician mode recharge (pmr) to get the device out of the suspected overdischarge. The rep was attempting their second pmr on the ins and will attempt several. The patient remembers a pmr being done with a rep in 2017 and another time in (B)(6). This is likely the patient¿s third overdischarge. No further complications were reported or are anticipated.